Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material exiting from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Correction was made to the initial h4. The device manufacturer date was corrected from march 18, 2019 to march 15, 2019. Based on the results of the investigation, the foreign material could not be identified, and it was unknown if the reprocessing was conducted in accordance with the instructions for use. Therefore, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.